Event description:
The customer reported that, during preparation for use, the image from the subject device was not clear and there was play in the angulation knob in the up/down directions. The subject device was sent to an olympus service center for evaluation. During inspection and testing, foreign material was found on the forceps elevator. This report is being submitted for the malfunction found during evaluation (foreign material). There was no effect on the patient due to the event.

Manufacturer narrative:
During inspection and testing, foreign material was found on the forceps elevator due to insufficient reprocessing. The reported issues (blurry image and angulation play) were confirmed during testing. The image was foggy due to damage to the charge-coupled device and there was free play in angulation in all directions due to elongation of the angle wires. In addition, the adhesive around the objective lens and light guide lens was discolored, the adhesive on the bending section cover was detached, the connecting tube was scratched, the image guide protector was cut, the forceps channel port was shaved, the control unit was discolored, the air/water cylinder was dirty, the suction cylinder was shaved, switch one was scratched, the universal cord was scratched and buckling, the scope connector was dented, the light guide cover glass was corroded, angulation was reduced, and the plastic distal end cover was dirty and dented. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign matter could not be identified. The likely cause of the reported event is due to insufficient or inadequate reprocessing. However, the root cause of the reported event is unable to be determined. The event can be prevented by following the instructions for use (IFU) which state: IFU (reprocessing manual) states possibility that insufficient cleaning, disinfection or sterilization of device may pose an infection-control risk to the patients and operators who perform the following procedures using device. All channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer's contact information and facility registration number. The facility registration number is 9610595.